Event description:
The nurse reported that a drug concentration had been programmed but a bridge bolus was not performed. The pump was refilled with a lower concentration drug and programmed to deliver the same dose with no bridge bolus. The pt did not report any overdose symptoms. A f/u report will be sent if add'l info becomes available to us.